Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reused. This is a single use product. There was approximately 200 ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues. There was patient involvement, once the product had been used when the deviation was observed; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. Results of evaluation will be submitted upon completion.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed by nipro for lot number 12g19b, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for evaluation; therefore, an analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.